Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Prior to obtaining the discordant results, the customer replaced the electrode. After the electrode was replaced, the customer ran quality controls (qc), which resulted within range. Patient samples were then run. The customer re-ran quality controls, and both qc levels were out of range. A siemens customer service engineer (cse) was at the customer site. The cse reseated the electrode and ran multiple coefficient of variation checks, which resulted as expected. The cse ran ion selective electrode qc's, which resulted within range. The customer then performed repeat testing and obtained corrected results. The cause of the discordant chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated chloride (cl) result was obtained on patient sample 1 and discordant, falsely depressed chloride (cl) results were obtained on patient sample number 2,3,4 and 5 on an advia 1800 instrument . The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting lower for patient sample 1 and higher for patient sample 2,3,4 and 5. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant chloride results.